Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to the assistant¿s technique as stated by the surgeon. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the instrument logs was performed on 26-jan-2021 for a procedure on (B)(6) 2020 for system sk2790. There is no indication that the di vinci system malfunctioned. All reusable instruments used in the case were used in subsequent procedures. A site review shows no complaint filed against any of the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a divinci assisted procedure the patient experienced an insufflation into the abdominal wall/subcutaneous compartment. There is no indication that the di vinci system malfunctioned. .

Event description:
It was initially reported that during a da vinci-assisted inguinal hernia repair procedure on (B)(6) 2020, there was insufflation into the abdominal wall/subcutaneous compartment. The insufflation (camera port) pulled back into the subcutaneous space which lead to subcutaneous emphysema that was not identified until the evening of the completed procedure. The patient was examined in the office the next day and the issue had resolved without negative impact within 24 hours. On 25-jan-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon said that there was no device-related issue or complication. The da vinci cannula and port ¿worked fine and as intended¿ but it was, ¿just pulled back by the assistant into the subcutaneous space too far which led to co2 insufflation into the layer of the abdominal wall which resulted in subcutaneous emphysema¿. The surgeon said that, ¿it was a technique and execution issue and harmless to the patient¿. The patient was asymptomatic until the recovery room which is where the issue was identified, and the patient went home. The surgeon said that the symptoms, ¿feel weird, like bubble wrap under the skin¿. The surgeon said that on (B)(6) 2020, the subcutaneous emphysema had resolved on its own without the need for medical intervention because it ¿absorbed on its own within 24 hours¿. The surgeon stated that there was no negative clinical impact to the patient and no patient injury. The surgeon stated that, ¿co2 is absorbed quickly into the system and that the cause of the issue was the assistant¿s technique and that there was no report of issues with the cannula or any other system or device malfunction leading to the complication.